Manufacturer narrative:
Results - evaluation of the returned product did not confirm the reported issue that unit has no power. However, unit does not sound when there is no sensor cable plugged into the sensor receptacle or pull magnet is detached from the magnet mounting plate. Units with this issue have magnet reed switch failure. The unit has visible cracks on the battery door and one of the battery springs is bent. (B)(4).

Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply and no visible damage was reported. The issue was discovered during set up, but the date of the event is unknown. No patient incident or injury was reported.